Manufacturer narrative:
As part of troubleshooting: at 7:30 am, the result using the sample tested in the laboratory at 5:41 am and using meter serial number (B)(6) was 240 mg/dl. At 8:10 am, the sample from 5:41 am was retested on the cobas c502 and the result was 30 mg/dl. Quality controls were run daily and passed on all meters. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were requested to be returned for further investigation.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At the hospital at 12:08, the result from meter serial number (B)(6) was 319 mg/dl. At 12:16, the result from a cobas c502 analyzer in the laboratory was 37 mg/dl. At 13:16 and 13:32, the patient was treated with dextrose based on the laboratory result. At 5:37 am, the result from meter serial number (B)(6) was 287 mg/dl. At 5:41 am, the result from a cobas c502 analyzer in the laboratory was 34 mg/dl. At 6:30 am, the patient received insulin. The reporter believed this was based on the meter result.

Manufacturer narrative:
No product was received, therefore further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.